Manufacturer narrative:
The patient experienced peritonitis and was hospitalized on an unreported date stated as ¿a few weeks back¿ (not further specified). The cause of the peritonitis was unknown; further described as possibly due to ¿the opened window of the bedroom, which allowed the pollens to come inside the room¿ (no further detail). The patient was hospitalized for the event (previously reported as hospitalized for an unspecified indication). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On unreported dates, the patient was hospitalized for an unspecified indication and the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). On an unreported date, the patient was discharged from the hospital. No further detail was provided regarding the outcome of the peritonitis or regarding whether pd therapy was ongoing. No additional information is available.